Event description:
We have had 3 cases in the last week in which we have identified a defect in the pleur-evac, no lot numbers or defective product a vailable. The is a defect at the junction of the rubber tubing to the corrugated tubing (red to blue connection). We have had to change out these 3 vacs for these patients within 24 hours post op. We have also completed FDA form 3500.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
We have had 3 cases in the last week in which we have identified a defect in the pleur-evac, no lot numbers or defective product a vailable. The is a defect at the junction of the rubber tubing to the corrugated tubing (red to blue connection). We have had to change out these 3 vacs for these patients within 24 hours post op. We have also completed FDA form 3500.

Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74m2101787 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Manufacture date: 2021-12-17; expiration date: 2024-12-16. One photo of catalog number a-7000-08lf (pe adult-ped wet lf 6/cs) lot 74m2101787 was received for analysis. It can observe the headerbag label lbl024268 r01 with the lot reported. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time.